Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 159 mg/dl. The customer stated can't clear alarm and keypad is unresponsive. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.